Event description:
It was reported, the md prepped the iab per instruction. As the iab was being advanced through the sheath, it began to unwrap. As a result, the iab was not used. The md inserted another iab with success. There were no reported patient complications.

Manufacturer narrative:
A comprehensive investigation into this report can not be completed as the sample will not be returned and a lot # was not reported. A follow-up report will be filed if more information becomes available.